Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an acl reconstruction the first drill hole was made in the femoral side without problems. Then during drilling retrograde on the tibia it broke. The damage was at the beginning/start of the sleeve just after the adjustable blue handle. The drill got disconnected from the blue handle and got stuck in the sleeve. Thereafter they could not flip the drill back and could not get the drill out of the tibia. All broken pieces were retrieved from patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a different device, ar-1204as-85. It was not necessary to switch the surgical technique or do a second surgery.